Manufacturer narrative:
The reported events of noise and pacing problem were confirmed. A complete lead was returned in one piece. Visual examination found one external insulation abrasion. The cause of the reported events was due to the exposed coil at the abrasion zone. Electrical testing was normal with no anomaly found with the exception of procedural damage.

Event description:
It was reported that the patient presented for a follow-up in the clinic. Upon interrogation, it was noted that the right atrial (ra) lead exhibited noise over-sensing, which resulted in episodes of inappropriate mode switch. The ra lead was explanted and replaced. The patient was in stable condition throughout the procedure.